Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The customer informed that multiple cold restarts were performed, but issue persisted. Upon troubleshooting actions, the fse identified that the software was corrupted. The fse reinstalled the software in suite pc and reloaded the back up. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.